Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), a dental implant was placed in the patient's mouth without any issues. However, the carrier could not be separated from the implant. The screwdriver wouldn't engage the screw. The implant was removed and replaced with a different implant in the same visit. No adverse patient consequences were reported.